Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for routine preventive maintenance. There were no reports or allegations of patient harm or injury. The ventilator was evaluated at a third-party service center. The device was approximately 2.5 years old and therefore did not require the scheduled 4-year preventive maintenance. Upon receipt, the unit was observed to have black staining on internal components, yellow discoloration on tubing, and a malfunction of the exhalation valve. As a result, the 3-way solenoid valve and proportional valve were replaced. The device log files were successfully downloaded and reviewed; no actionable error codes were identified. During the evaluation, multiple conditions unrelated to the reported malfunction were identified. The 3-way solenoid valve, proportional valve, muffler assembly, particulate filter and air inlet foam filter required replacement due to preventive maintenance. Additional components were found contaminated, stained, or had cosmetic issues and required replacement, including: the blower bellows seal, blower mount, tubing system pca, tubing blower chassis, tubing fio2, and tubing flow o2. Additionally, the device did not initially pass the internal flow verification (positive flow: measured vt functional test) due to incorrectly seated tubing. This was determined not to represent a true device failure, and the issue was resolved through proper reassembly. The customer complaint was not confirmed. Following service, the unit passed all testing.